Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. E330326 inv,50512921,761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder polyp, absence of menstruation, hematuria, polyp of corpus uteri, uterine bleeding, fatigue, thyroid disorder, chest pressure, shortness of breath, polypectomy, malaise, anxiety, depression, irritability, weight gain, headache, smoker, abdominal pain, sensation of heaviness, blood in urine, extremities burning sensation of, insomnia, epigastric pain, diarrhea, shortness of breath, neck pain and torticollis. Concurrent conditions included ovarian cyst, chest pain, hypertension since (B)(6) 2015, hypothyroidism, ovarian cyst, menometrorrhagia, dyspnea exertional, discomfort, dizziness, diaphoresis, diarrhea, weakness, palpitations, viral gastroenteritis and hashimoto's disease. Concomitant products included labetalol hydrochloride (labetol) since 2016 and levothyroxine since 1998. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menopause ("hormonal changes ¿ pre-menopause"). The patient was treated with naproxen sodium (anaprox) and surgery (d&c, hysterosocpy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016). At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, fatigue, dysmenorrhoea, dyspareunia and menopause outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these are the devices were deployed in the right ostia that was 1-1/2 coils trailing into the intrauterine environment in the left cornual aspect, there was 2-1/2 coils trailing into the intrauterine environment. It was reported that she signed papers that said she didn¿t have any problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event vaginal bleeding. Lot number: 50512921 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Reporters information updated. Event: pre menopause were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no: 50512921, 761435, 761435, e330326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, chest pain, hypertension, hypothyroidism and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (anaprox) and surgery (d&c, hysterosocpy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016). At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these are the devices were deployed in the right ostia that was 1-1/2 coils trailing into the intrauterine environment in the left cornual aspect, there was 2-1/2 coils trailing into the intrauterine environment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015, patient had us transvaginal, impression: mild thickening of the edno metrail echo and left ovarian cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event vaginal bleeding. Lot number: 50512921 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: medical record received. Reporter added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. E330326 inv,50512921,761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder polyp, absence of menstruation, hematuria, polyp of corpus uteri, uterine bleeding, fatigue, thyroid disorder, chest pressure and shortness of breath. Concurrent conditions included ovarian cyst, chest pain, hypertension since (B)(6) 2015, hypothyroidism, ovarian cyst, menometrorrhagia, dyspnea exertional, discomfort, dizziness, diaphoresis, diarrhea, weakness, palpitations, viral gastroenteritis and hashimoto's disease. Concomitant products included labetalol hydrochloride (labetol) since 2016 and levothyroxine since 1998. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (anaprox) and surgery (d&c, hysterosocpy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016). At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, fatigue, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these are the devices were deployed in the right ostia that was 1-1/2 coils trailing into the intrauterine environment in the left cornual aspect, there was 2-1/2 coils trailing into the intrauterine environment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram : in 2012: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event vaginal bleeding. Lot number: 50512921 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs received - new event dyspareunia (painful sexual intercourse) were added. New reporter, medical history and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. E330326-invalid ,50512921, 761435,) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, chest pain, hypertension, hypothyroidism and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (anaprox) and surgery (d&c, hysterosocpy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016). At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these are the devices were deployed in the right ostia that was 1-1/2 coils trailing into the intrauterine environment in the left cornual aspect, there was 2-1/2 coils trailing into the intrauterine environment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015, patient had us transvaginal, impression: mild thickening of the edno metrail echo and left ovarian cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event vaginal bleeding. Lot number: 50512921 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital hemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 50512921, 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). In 2014, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine hemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (anaprox), surgery (d&c, hysterosocpy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016). At the time of the report, the uterine hemorrhage, vaginal hemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine hemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital hemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. On (B)(6) 2015, patient had us transvaginal, impression: mild thickening of the edno metrail echo and left ovarian cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine hemorrhage (confirming genital hemorrhage) and also confirmed event vaginal bleeding. Lot number: 50512921 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 50512921, 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (anaprox), surgery (d&c, hysteroscopy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016), surgery (d&c, hysteroscopy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016) and surgery (d&c, hysteroscopy with myosure polypectomy on (B)(6) 2016, novasure endometrial ablation in 2016). At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. On (B)(6) 2015, patient had us transvaginal, impression: mild thickening of the endo metrial echo and left ovarian cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed event vaginal bleeding. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Reporter information, patient¿s demographics, relevant history and lab data updated. Essure lot number was added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, uterine haemorrhage were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.